Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via social media that she experienced sensor reading discrepancies. The customer stated that the sensor was reading 180 mg/dl but her blood glucose value was 330 mg/dl and then the insulin pump tried to go into threshold suspend when her blood glucose was at 130 mg/dl. The customer stated that she carefully calibrates but would still have issues. No troubleshooting was done.